Manufacturer narrative:
(B)(4): at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, as a resolution, technical support recommended replacing the flow sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator was alarming low tidal volume while on a patient. The unit was set at 600ml but the vte (end tidal volume) was reading 150ml. The patient rr (respiratory rate) was stable and the patient saturation was adequate the patient never experienced any respiratory distress. The customer confirmed that there is no patient harm associated with the reported event.